Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that there was no patient harm.

Manufacturer narrative:
The manufacturer service engineer fse found a dirty filter during repair and the part was replaced to address the issue. Patient information is not provided.

Manufacturer narrative:
.